Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was due to unexpected stress on the camera head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. The instruction for use (IFU) states the following guidelines: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed due to a faulty ccd unit. In addition, the cable was observed to be severely kinked.

Event description:
A user facility reported to olympus that an image did not appear. The problem, as reported to olympus, was first identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.